Event description:
The complainant reported that the impella rp encountered low flows. The position was verified and was proper. The rp was replaced and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.